Manufacturer narrative:
Upon disassembly the tech determined the press fit between the chuck and driveshaft had failed. Based on risk documentation and cases with a similar reported event, a taper lock failure in the chuck assembly can cause the press fit to fail and the chuck to separate from the driveshaft. Possible causes include the device being dropped, expansion and contraction of the materials during autoclave cycles, or excessive torque placed on the device causing a separation of the taper lock. The attachment is sterilized and it was confirmed with the engineer that these pieces are highly visible; therefore, if it were to come in contact with a surgical site, it would not create an infection risk and could be easily removed. No adverse event has occurred due to this type of malfunction for this product in the past.

Event description:
It was reported that the device fell apart. It was confirmed with the customer that when the device fell apart, nothing fell into the surgical site. The device fell on the floor. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the device fell apart. It was confirmed with the customer that when the device fell apart, nothing fell into the surgical site. The device fell on the floor. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.